Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with an 8f sheath after an iliac artery stenting interventional procedure. Reportedly, after deployment of the proglide, when attempting to use the suture trimmer, the suture could not be positioned in the suture trimmer. It was noted that the distal tip was pushed inward. Force was applied but that failed and the suture broke 2cm from the knot. Forceps were used to attempt to pull on the thread, but that failed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficulty actuating the slider knob and positioning the suture in the gated suture trimmer could not be confirmed based on successfully functional testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty actuating the slider knob, positioning the suture in the gated suture trimmer, suture detachment and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.